Manufacturer narrative:
The insulin pump had intermittent button response noted due to corroded keypad traces. No button error alarm noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. Analysis was unable to prime during prime test due to faulty force sensor resistor. Corroded motor assembly noted during visual inspection. The insulin pump also had cracked case on lcd display window corners, cracked reservoir tube, cracked battery tube threads, and missing end cap sticker noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 136 mg/dl at the time of incident. The customer stated that they were unable to clear the alarm. The customer stated that the button might have been pressed for a period of time. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.